Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to pain and a broken screw. Additional information indicates a portion of the broken screw remains implanted as the surgeon was unable to remove it. The patient's bones were fully fused/healed, however there was some loss of correction. It is suspected that the patient fell but it could not be confirmed. The site was revised with new hardware and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the patient fell and subjected excessive bending stresses to the screw leading to its breakage. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to pain and a broken screw. The site was revised with new hardware and no other patient outcomes were reported as a result of this event.